Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating glucose with episodes of hyperglycemia up to 330 mg/dl for over an hour and a hypoglycemic event to 41 mg/dl, while using a dexcom g7 and inset 6 mm/23 in infusion sets. The user announced very low-carb meals and used false meal announcements to reduce high glucose, and routinely wore infusion sets longer than the labeled three days, which could affect insulin delivery and algorithm performance. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, need for assistance, or medical intervention. Outcomes included device alerts for low glucose and for glucose above 300 mg/dl, self-treatment of hypoglycemia with oral glucose, and user disconnection from the pump during treatment. Investigation included troubleshooting and user education regarding appropriate meal announcements, spacing meals by about four hours, and changing infusion sets and cartridges every three days. Investigation of this case revealed that improper use patterns, including false meal entries and extended infusion-set wear, likely contributed to algorithm maladaptation and suboptimal insulin absorption leading to glucose excursions. It was concluded, based on previously established findings for similar reports, that the cause was user interaction factors and use error related to meal announcement practices and infusion-set maintenance.